Manufacturer narrative:
One sample was returned to MFR for eval and found to have ball dislodged from accuslide. MFR has investigated this issue and microscopic eval revealed indentation on membrane of administration set indicating that ball was positioned too high in slot. Ball and slot were measured and both were found to be in nominal specification. It is suspected that ball has been positioned too high in slot and it popped out of assembly during first actuation of slider. After further discussion with hosp, co learned that nurse involved with one of two incidents stated that during priming process she noted that slider did not "lock off". She recognized this was unusual, but continued to use set. Following corrective action has been implemented: 1. All assemblers were notified of this issue and were retrained on importance of ball in assembly. 2. Assembly process has been changed to add a slide activation, or cycling to ensure ball moves with slide. 3. Post activation, assembly is inspected to ensure ball is present.